Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the corners of the ipg were very superficial and this might be causing extensive pain. The patient underwent a pocket revision and patient was doing well postoperatively.